Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the tibia during a total knee replacement procedure. This was not the first use of the pin. The broken fragment was left in the patient's bone. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the tibia during a total knee replacement procedure. This was not the first use of the pin. The broken fragment was left in the patient's bone. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.